Event description:
I had a smith and nephew verilast total knee replacement at (B)(6) had to have a revision 11 months later for loosing. Had a second doctor perform it and my rod in my leg is long, and I can only have one more surgery about the same time frame about 6-8 months after the surgery started have pain in the leg and swelling of the knee, and it's always hot. They told me it's loose again and I can only have one more surgery. I have lost my range of motion and cannot extend my leg. Pain in the leg comes sharp to stiff all the time. FDA safety report ID# (B)(4).